Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. Further evaluation of the device found a failure of watertightness tests. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that watertight defects occurred due to flooding from the scratched part of the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. The issue occurred during a therapeutic tonsilectomy. The procedure was completed with the same device after a restart. There were no reports of patient harm.

Event description:
It was reported the camera head had no image. The issue occurred during a therapeutic tonsilectomy. The procedure was completed with the same device after a restart. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to correct b5. There was no procedure delay in this event.

Event description:
It was reported the camera head had no image. The issue occurred during a therapeutic tonsilectomy. There was a delay of about 10 minutes. The procedure was completed with the same device after a restart. There were no reports of patient harm.

Manufacturer narrative:
E1 facility address: (B)(6) the device was returned to olympus for evaluation and the customer's allegation was not confirmed. The product was determined to meet the product specifications. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.